Event description:
During endoscopy procedure a disposable biopsy forcep was opened out of packaging and placed down the biopsy port of the endoscope. When the biopsy forcep was opened to retrieve a tissue sample the cups fell open at a 180 degree angle and the m.p. Was unable to close the forceps to remove the forceps from the scope. The endoscope with the forceps extended had to be withdrawn very carefully and slowly from the pt's gi tract.